Manufacturer narrative:
Correction: brand name changed from: mega 8fr. 50cc iab to: mega 7.5fr. 40cc iab. Device evaluation: the product was returned with the membrane completely unfolded and blood on the interior of the catheter. The extender tubing was also returned. A visual examination of the product detected the inner lumen within the membrane was completely separated within a kink approximately 25.1cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no other leaks were detected. The evaluation confirms the reported alarm, leak in iab circuit & leak, blood in tubing problem. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed and allowed blood to leak into the membrane and catheter tubing causing the reported alarm, leak in iab circuit & leak, blood in tubing problems. It is difficult to determine when the break occurred but it is possibly a result of patient movement during the procedure. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported by the customer that there were multiple ¿leak in iab circuit¿ alarms over an hour that reoccurred every few minutes. Troubleshooting revealed that the customer had been using the ¿start¿ key and the ¿iab fill¿ key inconsistently. There was no evidence of blood in the catheter and all connections were secure. The customer revealed that the balloon is axillary. The emergency service representative had the customer turn the augmentation control down 2 clicks and explained the alarm/use of the fill key instead of just the start key. The emergency service representative asked whether the customer had attempted maneuvers such as changing the patient¿s position and reminded the customer that the axillary approach is an off-label usage. The emergency service representative indicated that the trouble techniques would also apply if a femoral insertion site was utilized. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported by the customer that there were multiple ¿leak in iab circuit¿ alarms over an hour that reoccurred every few minutes. Troubleshooting revealed that the customer had been using the ¿start¿ key and the ¿iab fill¿ key inconsistently. There was no evidence of blood in the catheter and all connections were secure. The customer revealed that the balloon is axillary. The emergency service representative had the customer turn the augmentation control down 2 clicks and explained the alarm/use of the fill key instead of just the start key. The emergency service representative asked whether the customer had attempted maneuvers such as changing the patient¿s position and reminded the customer that the axillary approach is an off-label usage. The emergency service representative indicated that the trouble techniques would also apply if a femoral insertion site was utilized. There was no reported injury to the patient. The date of the event is unknown.